Event description:
It was reported that the insulin pump delivered 20 units of insulin on its own, while the customer slept. It was stated that the mother had been monitoring the insulin pump, and noticed that 20 units were missing. Troubleshooting was performed. No bolus was found in the bolus history. Found that the customer's mother had removed the reservoir from the insulin pump before the customer went to bed. The mother did not disconnect the infusion set prior to removing the reservoir. Also, the mother inserted the reservoir back into the insulin pump without first rewinding. Advised the mother to always disconnect from the infusion set when removing the reservoir. Also, advised to rewind the insulin pump, and prime the tubing again, anytime the reservoir is removed. It was stated that the mother was uncomfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.